Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration reading was high. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: there were loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high. The force sensor resistance reading was 7.7k ohms. (B)(4).